Event description:
It was reported that, during testing of the pump, the air detector was damaged. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the air detector scuffed up. There was evidence of the error in the event history log. The customer reported problem was verified. The investigation found that the integrity of the air detector shell was compromised. A corner on the air detector was damaged. The damage was severe enough to cause intermittent issues, which would require a precautionary replacement. This was found to be the cause of the reported problem. For corrective action, the air detector was replaced. The root cause of the reported problem was traced to customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 22-feb-2022. These repairs did not contribute to this issue., corrected data: corrections: d4: catalog number: 21-2120-0104-01; d4: model number: 2120.